Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a trial scs system on (B)(6) 2011. It was reported that postoperative some of the lead contacts exhibited high impedance readings. Reprogramming around the affected lead contacts resulted in effective stimulation. No further info is available at this time.